Manufacturer narrative:
The investigation did not identify a product problem. Based on the available information, the cause of the event could not be determined.

Manufacturer narrative:
The electrode lot number was requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium electrode result with a patient sample tested on a cobas 8000 ise 1800 module. The customer reported experiencing noise errors. The initial result was 80 mmol/l. The repeat result on another analyzer was 137.2 mmol/l. The questionable result was not released outside the lab.